Event description:
A customer reported that the surgical spears in the pak now have the arrow head pointing up. Because of this, they now have to take them by the white part of the arrow, which leaves more lint attached to the glove. The lint is repeatedly having to be retrieved from patients' eyes. There was no patient harm reported. Additional information has been requested. This is the second of two reports for this facility.

Manufacturer narrative:
No light blue I-spears were returned for the product in the incorrect orientation (arrow head pointing up) in the glassine envelope opening. One lot number, manufactured in december 2012, was identified with this complaint. No abnormalities that could have contributed to the customer complaint issue problem were found during the review. The product was released according to the manufacturer's acceptance criteria. A complaint history review performed indicates no additional complaints were associated with this lot. The customer sent back two complaints from two different lots for the same complaint issue. No root cause could be determined as no sample was returned to confirm the complaint issue and based on the complaint information provided the sponges were packaged per specification. The manufacturer's sponge product has always been packaged with the sponge material orientated up to the opening of the glassine envelope. This allows the sponge pack to be opened and easily slide all the sponges out of the envelope onto the surgical surface without having to touch the product. All surgical sponges are 100% visually inspected for quality attributes both at the manufacturing process and packaging process, if the product is a sterile product. (B)(4).